Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). The device was returned for analysis. The difficult to position and remove from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with moderate tortuosity. A 3.5x28mm xience alpine rx stent delivery system (sds) was advanced with resistance toward the target lesion and resistance was noted with a 6 french non-abbott guide catheter. Resistance was noted during withdrawal so the sds and guide catheter were removed as a single unit. Outside the patient anatomy the physician tested the device by advancing the sds into the non-abbott guide catheter and resistance was noted so the sds was pushed with force and was able to go through the non-abbott guide catheter. The sds was pulled back into the non-abbott guide catheter and the proximal stent strut got caught with a non-abbott guide catheter, the stent struts flared and the stent dislodged from the balloon. A 3x28mm xience alpine was used to successfully complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.